Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The customer's allegation was confirmed. Additionally, the device evaluation found water tightness is lost. Based on the results of the investigation, it is likely that the following led to the malfunction: there is a cut on cable unit. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head cable was torn. This event occurred during a unspecified procedure. There were no reports of patient harm.